Event description:
The article, "thrombus on asd closure device reveals underlying thrombophilia", was reviewed. The article presented a case study of a 25-year-old female patient with a history of paradoxical embolic stroke. A 19 mm amplatzer septal occluder was chosen for implant on an unknown date to treat an atrial septal defect (asd). The occluder was implanted successfully. Approximately three years later that patient had a second stroke. Transthoracic echocardiogram (tte) revealed a large mass attached to the left atrial side of the interatrial septum. A thrombus was confirmed on the device. The patient was started on anti-coagulation therapy with warfarin. At the 2-month follow-up the thrombus was resolved. A 10-months follow-up the patient remained stable. [The primary and corresponding author was riwad iftekhar, ummc school of medicine, 2500 n. State street, jackson, mississippi 39216, with corresponding email: riwadiftekhar@gmail.com.]

Manufacturer narrative:
As reported in a research article, thrombus on asd closure device reveals underlying thrombophilia. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incidents may be associated with the patient¿s underlying comorbidities, and/or procedural complications; however, the exact cause cannot be determined. The reported unexpected medical intervention was result of case specific circumstances, as medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: thrombus on asd closure device reveals underlying thrombophilia b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "thrombus on asd closure device reveals underlying thrombophilia", was reviewed. The article presented a case study of a 25-year-old female patient with a history of paradoxical embolic stroke. A 19mm amplatzer septal occluder was chosen for implant on an unknown date to treat an atrial septal defect (asd). The occluder was implanted successfully. Approximately three years later that patient had a second stroke. Transthoracic echocardiogram (tte) revealed a large mass attached to the left atrial side of the interatrial septum. A thrombus was confirmed on the device. The patient was started on anti-coagulation therapy with warfarin. At the 2-month follow-up the thrombus was resolved. A 10-months follow-up the patient remained stable. [The primary and corresponding author was riwad iftekhar, ummc school of medicine, 2500 n. State street, jackson, mississippi 39216, with corresponding email: riwadiftekhar@gmail.com.]